Event description:
The surgeon reported that he experienced three cases of tendon breakage that were never previously reported to integra. In all three cases the rupture was within the period of two to four weeks after surgery. In one case it was necessary to repair the tendon. Integra has requested additional clinical information. No individual patient information has been provided. The exact catalogue number of the implicated devices has not been provided to date. The product identity in the report is provisional.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.